Event description:
A defect in the plastic insulation of a ligasure advance went unnoticed until it caused a burn and subsequent hole in the pt's bowel. This led to intervention on the surgeon's part and required extra supplies to repair the bowel defect. No additional injuries to the pt.